Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets do not tighten and do not "click¿. One device was observed after connection; the other was found prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.